Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right shoulder was revised due to infection. Rep reported that no further information is available due to hospital policy.